Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of broken guidewire is confirmed and was determined to be use related. One stainless steel j-tip guidewire was returned for evaluation. An initial visual observation showed the weld tip of the j-tip end was missing and both core wires were exposed. Blood residue was observed on the sample. The guidewire was observed to be curved at multiple locations and the core wires were observed to be severely bent. A microscopic observation revealed the fracture site of the flat core wire was tapered and the surface was observed to be lustrous on one side and granular in texture on the other side. The distal tip of the round core wire was observed to be intact. The distal end of the coil wire was observed to be bent and slightly unraveled. One edge of the fracture site of the coil wire was observed to be lustrous and the other edges were observed to be rounded. The fracture surface of the coil wire was observed to be granular in texture. The surface of the coil wire was observed to be rough near the fracture site. The location, texture, and nature of the fracture sites observed indicate the damage was most-likely caused by withdrawing the guidewire against the needle bevel which ultimately resulted in tensile failure. The product IFU states: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of rebn0721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in the moment the doctor tries to pass the guidewire through the needle, the guidewire became entangled without allowing passage; it was not possible to place the catheter. A new device was used to complete the procedure. Returned wire is frayed and contains blood residue. The weld tip and a portion of the distal coiled wire is missing from the returned sample.